Manufacturer narrative:
Complaint number: (B)(4). The check of the manufacturing documentation as well as quality control documentation did not identify any deviation during the manufacturing process. Specific samples as well as unused samples of the affected medical devices have been requested for detailed investigation of the device. At the moment the incident happened, three batches of the medical device were used in the hospital. The specific batch, which was involved in the incident could not be identified by the customer.

Event description:
Laboratory technician received a needle stick injury from a needle which had inadvertently been left in the vacuette tube when it had become displaced from the vacuette holdex. Samples were taken using the vacuette system and sent to the laboratory.